Event description:
The manufacturer was contacted in reference to the voluntary field safety notice and recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A remstar auto a-flex device was returned to a service center with no initial alleged complaint. During the evaluation of the device, the service technician observed visible foam degradation. The device was scrapped. At this time, no further investigation can be performed. Should additional relevant information become available, a supplemental report will be submitted.